Manufacturer narrative:
(B)(4). One safire blu duo ablation catheter was returned for evaluation. Bends in the shaft were noted 1.05¿ and 26.20¿ proximal to the distal tip. No other visual anomalies were noted. The results of the investigation concluded that the catheter met specifications for electrical testing and functioned per requirements during an ablation simulation test with no anomalies noted. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the pericardial effusion remains unknown. Per the IFU, vascular perforation or dissection is an inherent risk of any electrode placement.

Manufacturer narrative:
(B)(4).

Event description:
During a flutter line ablation procedure, a pericardial effusion occurred. During ablation along the cavotricuspid isthmus with a safire blu duo ablation catheter, impedance rose two times before ablation was stopped. Approximately 10 minutes later, the patient became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed, which stabilized the patient. There were no performance issues with the catheter. The physician indicated staff did not release the ablation pedal during impedance rises.